Event description:
It was reported that the customer had high blood glucose levels of 142 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported that the insulin pump might have been exposed to water. The customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify for high operating currents including low battery, off no power or battery out of limit alarm due to no button response. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.